Manufacturer narrative:
The device history records are being reviewed. The device remains implanted. The investigation is currently underway. This event is being reported because this device is the same or similar to PMA #p070014 marketed in the united states.

Event description:
It was reported that approximately seven months post-implant in the superficial femoral artery, the stent was found to be fractured. Reportedly, the patient presented with right calf pain and a follow-up procedure identified stent fractures and in-stent stenosis. Angioplasty with a pta balloon was performed and another stent was implanted with good results and restored flow.